Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole located at the proximal section of the balloon. It is most likely that the failure may be related to the device being inflated with gas which is not recommended to be used and this condition could have contributed to the damage found in the balloon, affecting the performance and intended purpose of the device. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as gas was used to inflate the balloon.

Event description:
Hold for brian 8-2-19it was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was leaking gas due to a hole. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.